Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.